Event description:
Md as well as the representatives for the pump all agreed that the pump should not produce pressure over 200 for a shoulder. The pump will run up to 200 and fluid will squirt out of the shoulder and across the room.